Manufacturer narrative:
It was reported that during a genesis ii tkr the surgeon was unable to lock a size 3-4 12mm ps insert into a size 3 tibial baseplate. There was not a second implant at the hospital and there was a delay while a new one was sent from the office. During the delay the surgeon trialled a 13mm insert and decided that was a good choice. The size 3-4 13mm locked into the size 3 tibia the first time with no problem. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows deformation on the part probably from attempted insertion. Dimensional analysis could not be performed as the severe damage/deformation at the lock detail would not allow for accurate measurement. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Some potential causes of the reported event could include but are not limited to size of device or user/procedural variance. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a genesis ii tkr the surgeon was unable to lock a size 3-4 12mm ps insert into a size 3 tibial baseplate. Implant was checked before opening and it was the correct implant. The surgeon ensured there was no blood/debris in the way and tried again. He was still not successful. There was not a second implant at the hospital and there was a delay while a new one was sent from the office. During the delay the surgeon trialled a 13mm insert and decided that was a good choice. The size 3-4 13mm locked into the size 3 tibia the first time with no problem.